Manufacturer narrative:
This report is filed january 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with and without device use at the implant site. The patient was treated with two courses of oral antibiotics on (B)(6) 2015, for a duration of 10 days; however, the issue was not resolved. Additionally, the patient was prescribed anti-inflammatory and pain medication on (B)(6) 2016.

Manufacturer narrative:
It was reported that the device was explanted as the recipient is deceased, death was non-device related. This report is filed on april 04, 2017.